Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. The pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the pump passed rewind test, displacement test, prime test and excessive no delivery test . A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that reservoir o ring fell off and experienced high blood glucose level. The customer¿s blood glucose level was 229 mg/dl. The insulin pump will be returned for analysis.